Manufacturer narrative:
Device expiration date: n/a. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer could not conduct final lock on a bd¿ nestable sharps collector. Customer pressed the lock to the end.

Manufacturer narrative:
Investigation: according to the DHR review process; the result showed there were no issues reported like defective locks during the manufacturing process of the lot number reported under this customer complaint. According with pictures provided from customer it can be seen the following: the photo only shown a part of the lid (a full view is needed to make sure that there is no another restriction to perform the permanent closure) the locking tab looks like good lock however, it was not possible confirm if the final closure was performed in accordance with the instructions for use it can confirm that the collector was not overfilled. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process, the evaluation performed over the picture provided from customer it can¿t be seen molding issues that could cause this kind of failures.

Event description:
It was reported that the customer could not conduct final lock on a bd¿ nestable sharps collector. Customer pressed the lock to the end.